Event description:
It was reported that on (B)(6) 2005: patient presented to physician with low back and right leg pain as well as neck and right arm pain. Physician reviewed x-ray files and MRI scan of neck and found they indicated, ¿a minimal bulge at c5-6 and c6-7, but no root or cord compression at any level. There is a hemangioma in the c6 body. In the low back, (pt.) Has joint hypertrophy at l4-5 with a mild degree of lateral recess stenosis. (Pt.) Has desiccation of the l5-s1 disk. On (B)(6) 2005: patient presented for bone scan and emg due to back, leg, and neck pain. On (B)(6) 2005: patient presented for explanation of bone scan and emg readings. The bone scan indicated, ¿up-take particularly in the shoulders and clavicles and to some extent in the knees, but nothing in the lumbar spine and nothing really impressive in the neck. The emg, ¿is normal and does not show any evidence of l5 root damage.¿ on (B)(6) 2006: patient presented for evaluation and readings of neck and lumbar MRI¿s. Studies found, ¿minimal thickening of the ligament or bulging of the disk at c4-5 and c5-6, without root or cord compression at any level on either side. Lumbar scan shows a significant degree of stenosis at l4-5, with bilateral facet enlargement. It is also possible that (pt) might have l5 foot compression in the exit foramen on (pt.) Left side only.¿ doctor advised emg. On (B)(6) 2007: patient presented with low back pain and suspected spinal stenosis. MRI of the lumbar spine was taken and found, ¿moderately severe spinal stenosis at l4-8 and grade 1 spondylolisthesis at l5-s1 without identifiable neural impingement.¿ on (B)(6) 2008: lumbar MRI shows moderately severe spondylosis at l4-5 and grade 1 spondylolisthesis of l5-s1 with a probable bilateral l5 spondylolysis. On (B)(6) 2008: patient presented with low back pain following a fall two weeks prior. CT scans showed grade I spondylolisthesis at l5 anteriorly on s1 accompanied by a bilateral spondylolysis with fragmented pars interarticularis with fairly severe degenerative change at this locus. L4-5 spinal stenosis as described. Bulging disc at l5-s1. On (B)(6) 2008: patient presented for examination with back and leg pain. Palpating her spine causes significant pain, particularly at the l5-s1 level, more in extension than flexion, and is very limited in (pt.) Range of motion. MRI taken shows degenerative changes with spinal stenosis at l4-l5, and a lytic grade I spondylolisthesis l5 on s1of the isthmic variety, with foraminal stenosis. On (B)(6) 2008: patient presented with lytic spondylolisthesis l5 and s1, spinal stenosis with degenerative disc disease l4-l5, status post decompression laminectomy l4-l5, l5-s1 per neurosurgery, and a chronically unstable spine. Patient underwent a lumbar laminectomy at l4-5 and fusion at l4-s1 with local bone, rhbmp-2/acs, and tsrh instrumentation. It was reported that the patient did well post-op. (Pt.) Had a fair amount of post-op pain, intermittent right leg pain that gradually improved. Patient was discharged in stable condition. On (B)(6) 2008: patient called into neurosurgery clinic claiming (pt.) Fell and since has had increasing lower back pain and some right leg discomfort that radiates down the back of the leg into the ankle. On (B)(6) 2008: patient presented with back pain. X-rays of the lumbar spine were taken and found, ¿there are stable changes secondary to lumbar fusion with pedicle screws at l4 and s1. There is a minimal anterolisthesis of l5 to s1 stable since the prior study. Disc spaces are maintained.¿ on (B)(6) 2008: patient presented for post-op lumbar spine x-rays which found, ¿there is fusion of the lumbosacral spine. There is fusion of l4 and s1 with internal fixation rods secured with pedicle screws. The hardware is intact. There is slight anterior subluxation of l5 on s1. This is stable. The vertebral body heights and alignment are otherwise well-maintained.¿ on (B)(6) 2009: cervical and thoracic spine views were taken and found that, ¿the atlanto-odontoid and atlanto-occipital joint distances are maintained. The dens are in the midline. There is no evidence of cervical spine misalignment. There is minimal narrowing in the left neural foramina at c2-c3 and c3-c4. There is minimal anterior wedging of the t11, which could be physiologic or long standing. There is minimal degenerative joint disease at t10-11.¿ on (B)(6) 2009: MRI¿s of the cervical and thoracic spine were taken and found, ¿degenerative changes with disc bulging at c5-6 and c6-7. No central canal or foraminal stenosis. Unremarkable thoracic spine MRI. Prominence of soft tissue in the epiglottic vallecula possibly related to prominent lingual tonsils.¿ on (B)(6) 2010: patient presented for evaluation and claimed to have neck pain with radiation of pain to the top of the right shoulder. (Pt.) Then hurt (oneself) by hyperextending neck while doing (pt.¿s) hair, and had the sudden onset of excruciating pain to the right side of neck. Thoracic spine x-rays show a mild, old compression fracture at t11. Cervical x-rays show mild degenerative changes. Cervical MRI shows degenerative changes, but no evidence of cord or root compression. On (B)(6) 2010: patient presented with neck pain and upper back pain. MRI¿s were taken and found, ¿anatomic alignment, no vertebral collapse. Findings were suggestive of bony hemangioma located at the posterior aspect of c6 vertebral body. Moderate sized c5-6 disc extrusion with predominantly cephalad migration, resulting in impingement of the ventral left hemicord and moderate spinal stenosis at this level. On (B)(6) 2010: patient presented with a history of neck pain with radiation into both arms. MRI of the cervical spine demonstrated disc herniation at c5-c6 with degenerative changes at that level. Patient underwent an anterior cervical disc removal, c5-c6, anterior fusion, c5-c6 using allograft, and anterior atlantis plating, c5-c6. No complications were reported. On (B)(6) 2010: patient called into neurosurgery clinic complaining of pain down arm and in to rib cage similar to the type of pain that (pt.) Experienced prior to surgery. On (B)(6) 2010: patient called into neurosurgery clinic complaining of muscle spasms in neck, right arm and into right ears and states it has gotten worse in last three days. On (B)(6) 2010: patient called into neurosurgery clinic claiming to experience a kind of electric shock down the front of her neck into chest. (Pt.) Also complained that (pt.) Has shortness of breath when sitting upright, but went away when lying down. On (B)(6) 2010: patient presented with persistent neck pain following c5-c6 fusion. Cervical MRI was taken and found, ¿post-op changes related to anterior spinal fusion at c5-c6. There is an irregular area of signal alteration and enhancement surrounding the c5-6 inter-body bone graft, which probably represent post-op granulation tissues.¿ on (B)(6) 2010: patient presented with neck pain, and some bilateral arm pain, and diffuse thoracic and lumbar pain. Cervical spine x-rays were taken which found, ¿there are stable changes secondary to anterior cervical fusion with plate and screws at the c5-6 level. There is no spondylolisthesis. On (B)(6) 2010: patient presented to the emergency room with back pain and numbness in leg. Patient was diagnosed with chronic back pain and ordered to have further imaging studies taken. X rays of the thoracic spine taken found, ¿normal vertebral body heights and alignment and disc space was normal.¿ on (B)(6) 2010: patient presented for lumbar spine MRI which found, ¿postoperative changes from fusion and decompression atl4-s1, l5 pars defects with lateral spondylotic changes contributing to borderline neural foraminal narrowing at l5-s1, minor disc bulges at l3-4 and l4-5 do not cause significant canal stenosis or foraminal narrowing. CT of the lumbar spine found, ¿postoperative changes from l4-s1 decompression and fusion with no significant canal stenosis or foraminal narrowing at l4-5, and no radiographic evidence of hardware complication. Minor disc bulge is suggested t l3-4 and l5-s1 not associated with significant canal stenosis. Lateral spondylotic changes contribute to mild neural foraminal narrowing at l3-4 at l5-s1. There is minimal anterolisthesis at l5-s1.¿ on (B)(6) 2010: patient presented with lower back pain, thoracic pain, hx of fx and a whole body bone scan was performed and found, ¿ postoperative changes at l4-s1 with no significant focal findings. ¿on (B)(6) 2010: patient presented for x-rays which showed no movement with flexion and extension. The hardware is in good position. There is not yet total bony union. On (B)(6) 2011: patient called into neurosurgery clinic claiming to have a lot of pain in her back. (Pt.) Wanted pain medication. It was reported that patient suffered from swelling at site of infuse implant.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.